Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting increasing threshold measurements as well as impedance measurements over 2000 ohms. During the explant procedure, the physician was only able to pull back this lead half way and elected to cut and surgically abandon the remaining portion. Another lead was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the returned lead portion was performed. Only the proximal segment of the lead was returned measuring 400 mm. Microscopic inspections of the terminal pin assembly and lead body found the polyurethane was bent at 395 mm from the terminal pin and the inner insulation was separated 392 mm from the terminal pin. Additionally the three coil wires were fractured at 395 mm where the bend in the outer insulation was observed. The anode wire and cathode 2 wire each showed torsional fatigue while the cathode 1 wire showed classic fatigue and overload.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.